Manufacturer narrative:
Initial.

Event description:
It was reported that the user could insert the connector into the pump but could not twist the infusion set tubing into the connector, which was ultimately attributed to attempting to mate the tubing on the screw side rather than the hollow side of the connector; switching to an infusion set from the user¿s regular distributor allowed attachment and insulin delivery to resume, and the user was advised to discard the problematic box. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact, and blood glucose was unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with improper technique and no device problem found, involving the connector component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.